Event description:
It was reported that during the knee arthroscopy with reconstruction of anterior cruciate ligament, the screw heads broke off when the screws were driven into the drill hole using normal force. The drill hole had been drilled according to specifications using the designated drill bit. The broken pieces were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with new devices from another manufacturer. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.